Manufacturer narrative:
The manufacturer previously reported receiving information alleging of having lung disease, cancer and the patient passed away from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to reproduce allegation: no evidence of foam degradation. However, unit arrived at the pil/riql without an external battery pack. Upon downloading the significant event logs from the unit, (as received) there are no event log entries associated with foam particulates in the therapy circuit aecm/blower/air-path.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having lung disease, cancer and the patient passed away from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.